Manufacturer narrative:
The device was not returned for analysis, as it remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a red alert due to high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) recommended programming options, which the health care professional (hcp) implemented. No adverse patient effects were reported. This ICD remains in service.